Event description:
It was reported that the patient received a vibratory alert due to myopotential oversensing. The device was reprogrammed. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.